Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced hyperglycemia (blood glucose of 390 mg/dl) with hospitalization on (B)(6) 2025. Hospitalization lasted 5 days or until (B)(6) 2025. Other symptoms included polyuria, urinary tract infection, and vomiting blood. The patient was later transferred to the intensive care unit (ICU) where they were treated with insulin, intravenous fluids, antibiotics, and monitored the urine.